Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "during the manual morcellation the bag was punctured, the doctor did the manual morcellation deeper then the guard." Patient status - "released".

Manufacturer narrative:
The event product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the event. The device was not returned for evaluation, so the root cause of the customer's experience could not be determined. The root cause is likely user error, as it was reported the bag was punctured during manual morcellation performed below the protection of the guard. The instructions for use (IFU) indicates, "care should be taken to avoid causing damage to the specimen containment bag during use. The specimen containment bag is not intended to come into contact with sharp or traumatic instrumentation or cutting devices." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received from the customer via email on april 4, 2016: "I can definitely say that in both cases the bags were punctured was because the doctors were cutting down and not parallel to the abdominal wall."